Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient feels like the ins is not working, the pain is worse and the caller also noted that the patient is noticing that stimulation is turning off. The patient reported that this started around (B)(6) 2022. The caller described a specific instance that occurred on (B)(6) 2022, patient charged to 90% and the ins is still at 90% at the time of the appointment ((B)(6) 2022). The patient is on dtm programming with intensities in the range of 5-6ma. The caller indicated that they think that the ins should be depleting more rapidly. Tss had the caller check the stimulation usage diary which showed that stim was on for 80% yesterday. The data point for today ((B)(6) 2022) was 10% usage. The patient reported that they turned their stimulation off during the charging session. The patient claimed that they also turned stimulation back on after the charging session. The patient indicated that the charging session ended at 8pm on (B)(6) 2022. The patient noticed that stimulation was off on (B)(6) 2022 and turned stimulation back on between 7-8a and the time of call was 10a (times reported in east coast time). Group c is the active group program 1 11- 13+ p2-4 use electrode 13- 15+ the caller provided the following impedance values from the clinician programmer session. Ref 11 13 770ohms 15 890ohms ref 13 15 900ohms the caller also noted that there were other days on which stimulation was used for less than 100% of the time according to the stimulation usage diary: 5/26 60% stimulation usage 5/25 80% usage 5/29 85% usage 6/2 80% usage 6/9 65% usage the recharge diary showed that the patient had charging sessions on 6/6, 6/7, 6/9, 6/11, 6/12, 6/13, twice on 6/15, and twice on 6/16. The issue was not resolved through troubleshooting. Tss reviewed that based on the time frame of the situation that occurred on (B)(6) 2022, it seems like the patient did not turn stim back on after the charging session. The caller will review information with the patient about charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported unable to recharge my simulator since last friday and need assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the ins turning off by itself was unknown. As for intervention, they went over charging procedure and operation of the controller. The issue was resolved.